Manufacturer narrative:
H3: the service report confirmed the customer¿s complaint and noted that there was a pin stuck inside the motor. Visually, the inner shaft was broken 0.546 inches from the distal end of the inner hub to the broken point. There were traces of contamination found at the proximal end of the inner hub (on the chevrons and white seal). There was no damage noted at the proximal end of the inner hub. However, the distal end of the inner hub was deformed (outside diameter). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.348 inches in deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care professional reported that, m5 handpiece pin was stuck in it and not possible to get it out. There was no patient impact. Additional information received after follow up that saver blade was stuck in the handpiece. Analysis found the blade was broken.